Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had received a low battery flag, and the ipg was no longer providing stimulation. The sjm representative cleared the flag, but it returned. The patient stated, he has not used his scs system in approximately 1 year due to his pain improving. However, the patient now desires to resume the use of his scs system. The patient has not yet decided if he wishes to pursue surgical intervention at a later date to have his ipg explanted and replaced.